Event description:
The account alleged that the bed when lowered would raise itself back up. There was no pt impact.

Manufacturer narrative:
The tech checked the bed and found the auxiliary outlet line cord blocked the bed sensors as the bed lowered. The tech replaced the clip retainer with a cable tie mount and cable ties to resolve the issue.